Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. Use error has been identified as a contributing factor in this event. Procedural requirements in the manta instructions for use state the manta device is to be used only by a licensed physician (or other healthcare professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device. The manta instructions for use instructs the operator in step 2: exchange and position sheath: advance the assembled manta sheath and manta introducer over the guidewire as far as the patient anatomy will permit. Precautions in the manta instructions for use state: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events related to the deployment of vascular closure devices have been identified in the manta instructions for use and includes access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore interventions, including the use of the manta vascular closure device have been identified in the manta instructions for use and include oozing from the puncture site.

Event description:
The patient with a body mass index is 28.7 kg/m2, underwent an endovascular aneurysm repair (evar) procedure on (B)(6) 2020. A manta vascular closure device (manta) representative was not present during the deployment of the manta. The operator was still in training with manta; this case was the operator's third manta deployment. Deployment was executed without benefit of a manta representative, proctor or manta certified physician present. Femoral access was gained using ultrasound guidance. The patient's femoral vessel used for access was reportedly >6.0 mm in diameter with minor calcification present on the side walls of the vessel. The measured deployment depth for manta was reported as 3.0 cm + 1.0 cm. The operator informed the manta representative that the procedure was performed clear of the calcium deposits. The procedure sheath used was reported to be a 12f sheath. The reporter denied any difficulty advancing or withdrawing procedure sheaths. The manta was deployed at 4.0 cm depth. It was reported that during manta deployment the operator noted oozing at the closure site. The operator denied damage to the arteriotomy. The operator stated that he realized he did not advance the manta sheath all the way into the patient up to the device's hub during the deployment. The operator then reportedly advanced the lock advancement tube several times which resulted in an increased amount of bleeding. The operator performed a surgical cut down, during which time the manta representative arrived at the procedure. During the surgical cut down, the manta was reportedly found partially in the tissue tract and was explanted. The patient's condition was reported as stable.

Manufacturer narrative:
As reported, oozing was present at the access site during manta deployment. The tamper tube was advanced several times, resulting in more bleeding. The IFU states, "if bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. A surgical cut down revealed the manta closure device partially in the tissue tract. Multiple causes for tract deployment have been established; in this case, it is determined to be user error. The manta sheath and introducer were not advanced over the guidewire as far as the patient anatomy would allow before deploying the manta, as well as tamping several times following an ooze from the access site. The IFU precautions "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." The risk of access site complications leading to surgical intervention have also been identified as adverse events related to the deployment of the vascular closure device in the IFU. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design, or labeling. The occurrence rate for this type of incident remains below current risk documentation acceptable levels.